Event description:
On (B)(6) 2013, the reporter contacted animas to report the reported pump¿s display was becoming progressively dim and faded and the patient had difficulty reading the display. On an unspecified date, the patient reported an inadvertent infusion of insulin after difficulty reading the display. The patient obtained a blood glucose level of 45 mg/dl and experienced the symptoms of sweating and shaking. The patient administered self-treatment by consuming milk and a normal meal; she did not seek any medical attention. The issue was not resolved with troubleshooting. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after an inadvertent infusion of insulin following difficulty reading the pump display, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.